Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: we have received the handle part nr. 03.505.004 / lot 8154010 back for investigation. The device is in a used connection with slight scratches on the surface. The connection at the bottom shows strong wear sings. Summary: the complaint condition will be rated as confirmed since the connection of the device at the bottom is damaged. Based on the provided information we are not able to determine the exact cause of this complaint. In addition, it was not mentioned what power unit was used and in which condition it was. Due to the wear signs at the bottom, we can only assume that an inadequate connection with the power unit or simply regular wear could have led to the complained issue. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.505.004. Lot: 8154010. Manufacturing site: selzach. Supplier: diener ag precision machining. Release to warehouse date: 07.september 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: g4 date corrected.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during sagittal split ramus osteotomy for the mandible, when the surgeon performed drilling with handle for 90 degrees screwdriver, the handle could not be connected to hospital¿s power unit properly. Thus, the surgery was performed with an unknown elan handpiece (aesculap) with matrixmandible drill bit. The procedure was successfully completed with about 15-minutes of surgical delay. There was no adverse consequence to the patient. Concomitant device reported: matrix mandible drill bit (part# 03.505.075, lot# unknown, quantity 1); unknown elan's ( aesculap) handpiece (part# unknown, lot# unknown, quantity 1). This report is for one (1) handle for 90° screwdriver. This is report 1 of 1 for (B)(4).